Manufacturer narrative:
Section a5/a6: ethnicity/race: exact ethnicity/race is unknown. Best estimate as provided is tulcán, mixed race. . Section e1: phone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged). Section h6: health effect - impact code: 4625 -incision enlargement & sutures. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the toric intraocular lens (iol) haptic jammed, which prevented implantation. During the injection of the lens, it was implanted, but upon removing the injector, the haptic was found stuck at the tip of the injector. The lens was implanted in the patient's right eye; however, the haptics remained in the injector. A backup toric lens was successfully inserted, and the lens without haptics was removed. There was incision enlargement for lens extraction and corneal suturing due to the large incision. No patient injuries such as capsule tear reported. The patient is stable and continues to have postoperative follow-ups. No damage to the cartridge tip was reported. The damage was not due to user error. Both the cartridge and the iol made contact with the eye. No further information was provided.